Event description:
It was reported that during a laparoscopic bowel resection procedure, the anvil detached from the head of the stapler during closing. It was re-attached and the procedure was continued to completion with no adverse outcome. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.